Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An exterior visual inspection was performed and passed. External visual inspection was performed and passed. Receiver charge and boot was performed and passed. Functional test results was performed and failed due to audio test: serial number verification. An alarm/alert manual test was performed and failed. A speaker/vibrator resistance measured was performed and passed. An internal visual inspection was performed and failed due to assembly error. Picture was taken. The performance data was reviewed finding errors related to the complaint. The allegation was confirmed as no audio output. The probable cause was determined to be assembly error via product. No injury or medical intervention was reported.